Event description:
Customer reported that the vs100 power cord was sparking and there was copper showing. There was no adverse event reported.

Manufacturer narrative:
The power cord has not been returned for inspection. The part# for a replacement power cord was provided to the customer. The spot vs100 is intended for vision screening of subjects from the age of 6 months through adults. The device evaluates a subject¿s refraction, pupil size and visual gaze for determining the need for referral to for further evaluation. A medical (vision) professional. Spot vs100 is indicated for use when evaluation of individuals for poor vision and refractive errors is needed. Contact with exposed electrical wire can result in electrical injury. Baxter is reporting this device malfunction.